Event description:
In 2006, a physician successfully deployed an emboshield into the left internal carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; post-stent dilatation was not performed; the emboshield was successfully retrieved. It was reported that after the balloon inflation and stent deployment, the patient began shaking and had slurred speech. The head CT showed no acute hemmorrhage. The patient was diagnosed with left side transient ischemic attack due to decreased perfusion from the inflated balloon. The date resolution 2006. The patient stayed one extra day in the hospital and was discharged to home the same day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.